Event description:
A pt was being nursed on an enterprise 5000 hospital bed with bed rails in situ. An alphaxcell mattress was in use on top of a standard foam mattress. It was reported that the bed rails were insufficient and did not prevent the pt from rolling out of bed. The pt suffered a fractured neck of the femur which required surgery.

Manufacturer narrative:
Further info will be provided at the conclusion of the MFR's investigation.